Event description:
According to the reporter, during a laparoscopic sigmoidectomy, the stapler could not be replaced after firing an opening out of the anastomosis. The anvil was bent, however could be tilted after firing. The patient experienced tissue damage and tissue loss. Surgical time was extended 30 minutes or more. The patient status was reported as alive.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one eea 31mm single-use stapler. The event report alleges the product was used in a surgical procedure. The visual inspection of the staple guide noted the instrument was fully applied. Inspection under the microscope displayed nicks on the knife blade. The instrument was applied to the appropriate test media producing acceptable results, despite the noted blade damage. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
After firing the stapler the stapler was open with 2 full turns. Tissue prevented the removal of the stapler. After the stapler could be removed from the anastomosis it was found that the intestinal wall had a hole. The intestine was again discontinued with a new stapler and a new anastomosis was created.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.